Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s wearable failed. The patient was feeling confused and delirious. There was no mention about how much time elapsed from when the patient¿s wearable failed to when the patient became symptomatic. He stated that despite his wearable failing, his receiver alerted him to a low cgm value. However, since the patient was in a confused state, the patient stated he ¿thought¿ this happened, however, if the sensor had failed, the device would have been unable to provide any cgm alerts. No bg meter reading was taken. The patient¿s wife called 911 and once emergency medical services (ems) arrived, the patient¿s bg meter reading was 21 mg/dl. The patient was treated with IV glucose, a glucagon injection, and oral ¿insta-glucose). At an unspecified time after treatment, the patient¿s bg meter reading was re-tested and found to be 250 mg/dl. The patient was feeling better and ems left the patient after approximately 1 hour. The patient remained at home. At the time of report, the patient felt weak but better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.